Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "pain, hardening, the breast has risen, because of the pain, it's hard to sleep on the stomach. Contracture". Patient reported later "grade iii in the breast, with local pain". Then, patient reported later "presents capsular contracture baker grade IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
Legal representative additionally reported "grade IV capsular contracture, with local pain and the recall".